Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a routine follow-up, low out of range rv pacing lead impedance and noise was observed. The noise was reproducible with provocative movements. Therapies were turned off and the patient was monitored. Subsequently, the lead was capped and replaced on (B)(6) 2017. The patient is on merlin.net and will continue to be monitored. The patient was stable before, during, and after the procedure.